Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt it was noted that the valve would not fixate on the native annulus. Subsequently, the valve was recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, it was observed that the valve continued to be unable to fixate on the native annulus. A second recapture was performed, and the system was withdrawn from the patient. Subsequently, a non-medtronic valve was utilized to continue the procedure. Per the physician, the patient's horizontal aorta and low calcium burden contributed to the event. No patient complications were reported as a result of this event.